Event description:
A us distributor returned a monitor and electrode belt for investigation into a non-reportable patient death and failed incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause of the open r781 could not be positively identified. Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt trunk cable was missing. The root cause for the missing trunk cable was physical abuse. There is not indication that the device malfunction caused or contributed to the patient's passing.